Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification and mild tortuosity. The 014 hi-torque pilot 200 guidewire (gw) was attempted to to advanced to the target lesion with a guide extension catheter; however, after an hour of manipulating the gw, the tip broke inside the guide catheter. Therefore, the gw, guide extension catheter and guide catheter had to be removed as a single unit. After removal the separated portion of the gw was found inside the guide catheter. Then, the procedure was continued using another hi-torque pilot gw; however, the gw was unable to cross the lesion due the anatomy. Therefore, the gw was removed from the patient without issue. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. The physician decided to end the procedure. No additional information was provided.